Event description:
The customer reported via phone call that the sensor needle punctured the side of the cannula after insertion. Customer did not insert at an angle. Customer stated that this occurred last week. Customer stated that the needle came right out and there was some blood when she took it out. Customer's blood glucose was 164 mg/dl at the time of the incident. Customer stated that the site is not actively bleeding and blood is not visible on the sensor connector. Sensor was not tugged or pulled on after insertion. Customer's sensor insertion technique was reviewed and it was found that the customer follows the proper insertion technique. It was found that the customer was taking aspirin. The sensor will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis of 1 opened and used enlite sensor; unable to confirm the insertion needle anomaly due to the customer did not return the insertion needle.